Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.

Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately low compared to a laboratory device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 439pm. The patient reported blood glucose results of "138 mg/dl" with the subject meter and "over 500 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The customer care advocate (cca) was advised the patient manages her diabetes with novolog insulin (52 units). The patient continued to take her usual dose of medication. It is not specified if the patient developed symptoms. At 5pm that same day, the patient obtained a blood glucose result "over 500 mg/dl" on the emergency room (ER)/ hospital device. The reporter stated the patient was treated with intravenous (IV) fluids. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.